Manufacturer narrative:
Section d10: device available for evaluation?: yes. Returned to manufacturer on: 10/14/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint product was returned in a plastic bag. Visual inspection performed under microscope. Lubricating material residue and loose particles were observed on the lens surface. The lens was cut into pieces and the haptics look slightly distorted. These could be related to the explant process. With the information provided and due to the condition of the returned sample the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date is unknown/not provided, best estimate is between (B)(6) 2020. (B)(4) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to persistent negative and positive dysphotopsia. There was no vitrectomy or incision enlargement, however, sutures were required. The explanted iol was replaced with a non-johnson & johnson lens of a higher diopter (22.0). There was no patient injury and the patient is doing good post-exchange. No additional information was provided.